Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer did not observe insulin dripping out of the infusion tubing during the load fill tubing sequence after 28 units of insulin had been used. An infusion tubing and cartridge change was performed resolving the load fill tubing issue. The customer's blood glucose level was 85mg/dl. As the issue had been resolved, tandem technical support was unable to perform a system check to determine a possible cause of the load fill tubing issue.